Manufacturer narrative:
Results: 126 unused representative samples in sealed packages were returned for evaluation. The samples were evaluated and the safety shields did not fall off. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6079229. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Remedial action required: capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016.

Event description:
It was reported that the pink safety shield of a 25 g x 1 1/2 in. Bd eclipse¿ needle fell off during use. There was no report of injury or medical intervention.